Event description:
Customer reported receiving an error message on the display of her precision xtra blood glucose meter, and subsequently experienced vertigo and vomiting. She also reported having a seizure. Customer self-presented to her healthcare professional who diagnosed her with hyperglycemia and increased her insulin dosage. There was no third- party emergent medical intervention or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer was attempting to test with expired test strips. Attempting to use expired test strips will result in customer receiving an error message. Product is functioning as designed.